Event description:
The device was used during an esophageal diverticulectomy procedure. Reportedly, the staples did not form properly. The instrument was difficult to close and the handle broke. The surgeon applied another device to complete the procedure. The hospltal has reported no patient injury occured.